Event description:
It was reported that the rigid video laparoscope exhibited problem with color saturation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The date of event is unknown. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.